Manufacturer narrative:
Summary: four plcr75s were not recognized and the displayed showed replace dlu. Two plcr75 did not work, they only partially stapled and cut. There was no patient damage. Device will not be returned, it was disposed of at the hospital. Standard release inspections of plcr75s require a sample quantity to be fired successfully into foam. Root cause: undetermined. Actions: none. See scanned pages.

Event description:
Gastrectomy. Plcr75b reload was not recognized and pc read "replace dlu." The device partially stapled and cut.